Manufacturer narrative:
The psu was evaluated by resmed (B)(4) technical service and it was found that the psu was not working. The psu was replaced to address this issue. (B)(4) .

Event description:
(B)(4) .